Event description:
It was reported that during a stent placement procedure in the iliac via femoral access, the stent allegedly stuck on wire. It was further reported that the device allegedly deployed partially. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stents that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stents are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was not returned for evaluation and photos were not provided which leads to inconclusive results for the reported issues. It was reported that a 10f introducer /0.035" guidewire were used for access, the tracking vessel was not tortuous, but the vessel is calcified, the lesion was pre-dilated, and the device was flushed prior to use. Based on available information and as the sample was not returned for evaluation, the investigation is closed with inconclusive results for the reported issues. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding accessories, the instructions for use states "0.035-inch (0.89 mm) diameter guidewire" should be used. The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. Regrading preparation, the instructions for use states "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.